Event description:
During a planned follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response on the subject ICD. Preliminary analysis confirmed an inductive telemetry blockage. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.

Event description:
During a planned follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response on the subject ICD. Preliminary analysis confirmed an inductive telemetry blockage. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.